Manufacturer narrative:
A partial lead with the connector pin measuring 11.1cm was returned for analysis. The portion of the lead that was returned was normal. Without return of the entire lead, a complete analysis could not be performed.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that the lead was capped and replaced on (B)(6) 2016 due to extracardiac stimulation.